Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external/exterior visual inspection was performed and passed. Voltage test was performed and passed. Pairing with nordic bluetooth device was performed and failed. A review of the share log was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction. D4: device identification / expiration date - additional information . H2: additional information/device evaluation.

Event description:
Manufacturer's narrative (b5). It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and failed. Share logs data was received for evaluation but does not reflect the full investigation window. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.